Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins hasn't worked for years. The patient said it "just stopped working" and it didn't really help. The patient said the stim provided "tiny relief". No further complications were reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was looking into getting the system removed because it was gradually causing pain and discomfort at the implantable neurostimulator (ins) site and suture line six to twelve months prior to the report. The patient noted that the pain area hurt more when he was walking or sitting. It was also reported that the ins was not working and had not worked for around four years prior to the report. The patient thought maybe it was due to normal battery depletion. There were no troubleshooting or interventions performed and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the step taken to resolve the stimulator not working was to reach out to the manufacturer to find a qualified surgeon that took the patient¿s insurance to remove the stimulator implanted in his buttock. The stimulator not working had not been resolved.